Event description:
The customer stated that she was hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. The customer stated that she was taking antibiotics at the time. The customer also stated that she was found unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.